Event description:
A malfunction was reported on a customer's pump. There was no adverse impact to the customer's blood glucose level. The customer reset the pump, which resolved the issue temporarily, as the malfunction code did not recur. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.